Manufacturer narrative:
Complaint has been evaluated and is similar to 1644408-2021-00136; 400-03-363, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient complained of hip pain.